Event description:
It was reported that the ventilator failed during use. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.